Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: during the investigation, the black box data from the event date was not available. The available pump history showed a cs054 alarm on (B)(6) 2018 at 15:56, with the next prime recorded at 17:22, and is the reason the basal history appeared to be inaccurate. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate, and at the end of the testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units correctly. Investigators were unable to duplicate the basal history recording defect during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the user¿s active basal program. The reporter noted that the patient experienced elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.